Event description:
Reporter reports being implanted with a depuy synthes a surgical anchor. Shortly after implantation, the patient developed a rash and inflammation around the top shoulder implant site. The patient reported this to the surgeon, who promised to investigate but failed to follow up. The patient stated the condition is worsening.